Event description:
(B)(4): pt demographics; revision notes state pain; stem loosening.

Event description:
The revising surgeon felt that the corail stem implanted in 2005 was possibly undersized and failed to implant properly and has subsided and has been loose for some time, it was removed and replaced.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The revising surgeon felt that the corail stem implanted in 2005 was possibly undersized and failed to implant properly and has subsided and has been loose for some time, it was removed and replaced. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. A review of provided patient x-rays appears to confirm the reported subsidence and loosening. It appears, and was indicated by the revising surgeon, that the stem chosen was undersized for patient need. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. (B)(4).